Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
After 9 months of the initial surgery, the patient described that she was standing, heard a noise and felt pain. He went to the emergency room and the doctor confirmed the break.

Manufacturer narrative:
The reported event that trochanteric nail kit, ti gamma3® ø11x180mm x 125° was alleged of k-170 ¿ implant breakage - nail could be confirmed. The device inspection revealed the following: the evaluation revealed that the nail broke in a fatigue fracture. The appearance of the breakage surfaces of the left web at lateral suggested that the nail breakage had its origin in this area (missing plastic deformation / lines of rest). Starting with an incipient crack the breakage progressed through the cross section and ended in a small residual fracture at medial. The breakage in the right web followed most likely with delay in a much quicker way with increased tensile load. Bearing points are typical results of the interaction of the single products under load. Significant bearing points at the inferior edge of the proximal drill hole at medial as well as at the superior edge at lateral were found - transmitted by the lag screw. The appearance identified a high axial load application to the implants. According to event details given within product inquiry ¿revision surgery needed¿ which could be a hint to insufficient bone healing after an implantation period of 9 months. Further details [e.g. Medical records, x-rays etc.] Were repeatedly requested but to no avail. One requirement for successful nail treatment is a timely bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects are clearly pointed out in the labelling. Based on the above the nail breakage was not linked to a deficiency of the device, but was rather patient related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. According to available information a deficiency of the nail was not be verified.

Event description:
After 9 months of the initial surgery, the patient described that she was standing, heard a noise, and felt pain. He went to the emergency room and the doctor confirmed the break.